Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 20806242, expiration date 01/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.

Event description:
Customer received result of 6.2 mmol/l on the mobile system, and a result of 3.9 mmol/l on the compact plus system within 10 minutes. Customer consumed 3 glucose tablets based on the result of 3.9 mmol/l, which is how she felt during the event. No adverse event related to the device was reported. Requested return of suspect device.